Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone: 15.4. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and nausea. The patient reports after eating lunch and administering multiple blouses the patients blood glucose level did not decrease. Once at the hospital upon removal of the pod the cannula was found to be bent. The patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this call.